Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead and right atrial lead exhibited noise that was being sensed. It was concluded that it was due to a pool motor that the patient was working on. No device intervention was performed but the patient was advised not to work on the motor. Patient was asymptomatic and stable.